Event description:
A doctor alleged that black specks were present in the sonicfill material during multiple patients' procedures.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot had been used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4841913 and 4864227. The office could not recall patient or incident details. The composite was drilled out and the procedure was repeated during the same office visit. To date, the patient is doing fine. The products were not returned; therefore, a visual inspection of the retain samples were evaluated, yielding results within specifications. The paste appeared homogenous and free from contamination. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.